Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
She states she never takes it out when there is heavy rain, but she did say the other day she was going to get the mail, and when she says the chair pulled hard to the right and she had to push the joystick to the left to go straight.